Manufacturer narrative:
Other, other text: b5: additional event information received indicating no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with normal wear and tear, missing water tank cap, corroded quick connect elbow. The customer stated problem was duplicated. Replaced pcb (printed circuit board), quick connect fitting, water tank cap. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Event description:
Additional info received via email 30-sep-2022. No patient involvement was reported.

Manufacturer narrative:
No information provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not keep temperature. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.